Event description:
It was reported that the atrial and ventricular leads dislodged. The ventricular lead was successfully repositioned and remains in use, however the atrial lead helix had retraction problems. It was repositioned with stable numbers, but subsequently dislodged again. When the lead was pulled out, the helix had clot in it. The clot was flushed and the lead appeared to be functioning normally, however the physician decided to replace the lead. It was also reported that during the attempted lead implant of the new atrial lead, the physician was unable to gain access due to the left subclavian vein occlusion. The atrial port pin was plugged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. The proximal conductor was distorted and there was blood/body fluid (not obstructed) on the proximal conductor. There was a cosmetic cut and breached cut on the outer insulation, there was blood in/on the helix mechanism and there was apparent explant damage. There was a fixation system issue, specifically visual analysis noted the lead was returned with the ring electrode bent/damaged.